Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited low impedance. The device was reprogrammed. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
(B)(4).